Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735786r, ubd: unknown, UDI#: unknown. Product ID: 9736411, ubd: unknown, UDI#: unknown. H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A13: applicable to exams not loading a110201: applicable to system being unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when exams were being loaded onto the system, a hard reboot was required to get the system up and running again. The system has plenty of space on the ssd (solid state drive). Exams were of standard size and number of exams. There was no patient involvement.

Manufacturer narrative:
H3: the computer (product: computer 9735786r navigation s8 svc, serial/lot: (B)(6)) was returned to the manufacturer for analysis. Analysis found that there was no failure. H6: additional review indicated codes d15, b17, c20 are no longer applicable to the event. Codes d14, b01, c19 apply to the computer (product: computer 9735786r navigation s8 svc, serial/lot: (B)(6)). Codes d02, b01, c13 apply to the system (product: main cart 9735669 stealth s8 em ent, serial/lot: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The computer was replaced and the system performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.